Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) had detected changes in impedances (within normal range), amplitude, thresholds, and sensing issues on the right atrial transvenous lead. Technical services discussed troubleshooting in which the representative reported abated the issue. It was later reported by a family member that the patient had recently died after being admitted to the hospital for heart failure and pneumonia. Several days before, the patient was taken to the hospital via ambulance due to the inability to walk. The family reported that the paramedics stated the problem was with the pacemaker part of the device misfiring and not working correctly. The family reported that while the patient was in the hospital a (B) (4) representative came and made adjustments to the device. The family is now inquiring about the device playing a role in the patient's hospital re-admission and subsequent death. There was inquiry on how to determine if the device had malfunctioned. Technical services recommend talking with the attending physician about the circumstances surrounding the death in order to determine how the device was functioning. A request was made for the return of this device for analysis as the patient was reported to be cremated.

Manufacturer narrative:
Further information was requested from the field. It was reported by the following physician's nurse that this patient was not recently seen by this physician. The patient was seen about three months prior with a hospital interrogation revealing normal device function and lead measurements. To date, it remains unclear as to which hospital/emergency room the patient was admitted to, the physician involved, and if a device interrogation was done at the time of death. Should additional information become available, this event will be updated.